Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the black box indicated cancelled boluses associated with button presses. Test boluses were successfully performed during investigation with no issues occurring. The complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging other (unusual) issue. The patient stated that the pump cancels bolus, no other buttons were pressed, no alarms in history, no changes to button keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.